Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit was detecting lap sponges even if there were no lap sponges in the field as the screen showed "detection". Another unit was used with same handpiece and it worked fine. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample did not meet specification as received by medtronic. The visual inspection found the front panel damaged at the screw bosses. The reported condition was not confirmed. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A failure was found during the investigation. The unit had physical damage to the front cover assembly with both screw bosses broken off. The investigation could not determine a root cause or a probable root cause for the damage. The front panel was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.